Event description:
It was reported that a system error (se) occurred during dwell four of four on the home choice (hc). The home patient (hp) stated they had cycle power on the hc. The technical service representative (tsr) assisted the caller to get the hc back to dwell four. The dwell time left equaled 1:11. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in 1997. A device history review and service history review were completed with no issues noted related ot the reported condition. Should additional relevant information become available, a follow-up report will be submitted.